Event description:
Complainant stated she opened bottle of multipurpose solution 1/30 for her son and safety seal was intact. Her son poured solution into lens case and he soaked his contacts overnight. At 7:00 am when he placed the left lens in his eye, he fell to the floor shouting his eye was burning. Complainant took lens and placed it with more solution and enzyme tablets in another case to soak/clean when complainant noticed the solution was pink in color. Complainant then found the solution in the 12 oz bottle of multipurpose solution was pink in color and not clear as it normally should be. This bottle was purchased at the end of december 1995 and not opened until 1/30/96.